Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an explantation of an intraocular lens (iol) due to negative dysphotopsia and a temporal scratch on the iol. The patient reported blurred vision and a crescent shadow, right eye.